Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. Customer states that it went from 190 mg/dl to 340 mg/dl and didn't eat anything. Customer bloused at 190 mg/dl but 30 minutes later he checked blood glucose and it ran up to 250 mg/dl and then he treated and then he states that kept going up and then he went to hospital. The customer was hospitalized on (B)(6) 2018. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis. .